Event description:
It was reported that the monopolar curved scissors (mcs) instrument was observed to be damaged. No further details regarding the instrument damage were provided. There was no report of patient involvement or patient injury. Isi followed up with the customer and obtained the following additional information: it was clarified that during the procedure, the instrument stopped responding to the surgeon's commands and a broken steel cable was identified. The issue was confirmed to have occurred on 03/24/2025. There was no injury to the patient as a result of the issue or observation of fragments falling from the device while in use within the patient. The procedure was completed robotically with another da vinci instrument of the same kind. Photographic images of the device were not available for further review. Patient demographics and patient related information was provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was clarified that the reported issue occurred on march 25, 2025. Corrected MDR fields: annex code a has been updated. Field b3 has been corrected.

Event description:
Refer to h11 for follow-up information.